Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that "randomly the red cross appears and device starts chirping during this state the mrx can't turn on". There was reportedly no patient involvement.

Event description:
It was reported that "randomly the red cross appears and device starts chirping - during this state the mrx can't turn". There was reportedly no patient involvement.